Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: sixteen samples were received for investigation¿four sets of packaging blisters and four units per set. Two sets had three open packaging blisters. The other two sets had two open packaging blister. A visual inspection was performed. All samples have open seals and channels; in some areas, the seal width is <2/32¿. During the accountability meeting, the production coordinator addressed the complaints. This lot was produced for 0.25344mm units with one complaint. It has a cpm of 3.9. We will continue monitoring and trending this product and lot# for this symptom. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor the associated assembly batches. Investigation conclusion: complaints received for this device and reported condition would continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for the identification of emerging trends. Root cause description: a potential root cause can be attributed to the syringe packaging process. A process variation can cause poor sealing, and a defective sealing gasket could induce this poor sealing. The inspections and testing performed while producing this lot, and they all passed. Based on the investigation and analysis of the samples provided, the symptom reported by the customer has been confirmed. Rationale: CAPA not required at this time.

Event description:
It was reported that bd 20ml syringe luer-lok¿ tip package seal integrity was poor. This occurred on 16 occasions before use. The following information was provided by the initial reporter: poor sealing.